Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what were the indications for surgery? Vats completion of right upper lobe following a cancerous tumor that was removed from the patient as a wedge from the same lobe 3 months previous. Did the patient receive chemo or radiation therapy prior to procedure? No patient treatment details as yet. Were the forces to fire higher or lower than expected? There was no force to fire as they were using the power 45 stapler and the firing was completed as normal. Were staples visible in the middle of the staple line on 3rd firing? If so, what was their shape? All staple were formed correctly along the entire staple line. How was the bleeding addressed? Bleeding was addressed by converting to thoracotomy and tying off pa using 4-0 prolene. Is it normal practice for this surgeon to use grey reloads? Yes this surgeon prefers grey despite my recommendation to use white on the larger vessels. What vessels were being fired over on the 3rd firing? The pa branch. What is the current patient status? Patient is fine and has been discharged.

Event description:
It was reported that during a video assisted thoracoscopic right upper lobe procedure, the surgeon fired the grey reload with the device over three different vessels (pulmonary vein, pulmonary artery and arterial branch) and all initially seemed ok. However, after approximately one minute following the third firing, the staple line on the pulmonary artery did not hold and the middle part of the staple line seemed to collapse causing some bleeding. The surgeon could not be sure whether this was due to the reload or whether it was due to the tissues. The procedure was converted to open. There was a delay of forty five minutes. One device and one reload were discarded.